Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: h6 medical device problem code. A fiber optic sensor failure in an intra aortic balloon refers to the malfunction or loss of signal from the fiber optic pressure sensor within the intra aortic balloon catheter. This sensor is responsible for accurately detecting and transmitting realtime aortic pressure waveforms to the iabp console which are critical for timing the inflation and deflation of the balloon during cardiac cycles. Since the product was not returned and based on the limited details provided by the user the exact cause of this particular event was not able to be identified. However causes of sensor failure and leak or blood can include one or more of the following: causes of a sensor failure: a sensor failure can result from the following: optical sensor kink, break in sensor, connector issue. Failure of a sensor can result in the following: 1. Loss or poor pressure waveform. 2. Alarm fiber optic sensor failure unable to calibrate fiber optic sensor. 3. Pump unable to identify the iab sensor as an input source to monitor pressure an intra aortic balloon iab leak is the loss of integrity in the balloon membrane or its connections allowing blood or gas to enter or escape. Iab leaks can result in the following: 1. User not following instructions per IFU mishandling misuse of device. 2. Membrane folding resistance. 3. Patient related factors such as plaque abrasion. 4. Off label use.

Event description:
N/a.

Manufacturer narrative:
Other contact phone number: (B)(6). Due to characterization limit e1: initial reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
(B)(6), a ccl rn, called into emergency support program line to request for assistance with a fiber-optic sensor failure alarm on a cs300 during use. (B)(6) stated the balloon had to be repositioned and afterwards the iab optical sensor failure was present. They denied any kink or fold in the fo cable. Esp team had her unplug and re plug the cable, verifying that it was arrow to arrow and seated appropriately. Esp team then reviewed the steps to transition from fo to transducer as the pressure source and requested she coil, tape and label the fo cable as ¿fiber-optic sensor failure. Do not use.¿ complaint information obtained. During the zero process, they received the no zero message. Esp explained the nature of the message and we continued troubleshooting of the inner lumen setup. The bedside team informed me they had immediate blood back in the pressure tubing of the inner lumen. Esp had them put the pump in standby and flush for 20-30 seconds, verifying forward flow, and appropriate setup. They did not have appropriate forward flow through the pressure tubing and opted to completely replace the pressure tubing. The initial tubing had a vamp in place and additional access points. Off brand disclaimer provided. After replacing the pressure setup completely, they were able to flush and zero the inner lumen appropriately. There was no patient harm or injury reported.